Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the patient line. The customer's blood glucose level was 270 mg/dl. The customer was instructed to prime the tubing until the air was removed. No additional information was available.